Event description:
Device 1 of 3. Reference MFR report # 1627487-2013-00378 and 1627487-2013-00379. The patient (B)(6), was implanted with an ipg and two percutaneous leads from different lots. It was reported the patient suffered a fall impacting the ipg. Since that time the patient has experienced reduced therapy coverage, an acidic sensation in her mouth and overstimulation. A diagnostic test revealed low impedance measurements for several lead contacts. An x-ray found no anomalies with respect to lead to ipg connection. Reprogramming was undertaken in an effort to recapture effective stimulation relief, but the resulting therapy coverage was less than optimal. The patient alleged that the new programs issued caused surges of stimulation. In addition, since the fall the patient complained of pain and soreness at the ipg site and claimed the device had been turning on and off without prompting. Surgical intervention was undertaken to address these issues. It was reported one of the patient's leads had migrated. The lead in question was disconnected from the ipg and remains in-situ. A new lead was implanted, and the patient's ipg was also replaced. Effective therapy was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.